Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported that four rapidflap implants were used for the surgery. When the surgeon placed the fourth implant, the post broke between the plate; the patient retained part of the broken post and inner disc.